Manufacturer narrative:
(B)(4). The complaint device was re-evaluated on (B)(4) 2015 for further investigation. The receiver cause was opened and an internal inspection was performed. The interior inspection found that the universal serial bus (usb) connector was disconnectred from the printed circuit board. The reported event of an overheating receiver was confirmed. The root cause was determined to be a damaged usb connector.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report his receiver is hot to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of the receiver being hot to touch could not be confirmed.